Event description:
It was reported that (3) devices were used during a low anterior resection. It was reported by the affiliate that the atb45 instrument had two firings that were ok (the second firing there was a problem noticed with the flexion), staples were ok. The 3rd firing, the flexion was impossible and the surgeon confirmed that little tissue was present between the jaws. There was normal closure and normal firing, as the tissue was cut and looked normal. During preoperative rectal examination of the tissue (3rd firing), the staple line was completely open (rectus was open) and anastomosis was not possible, so the pt had a rectal amputation and stoma had to be placed. Autosuture endo gia ii stapler was used to complete the case.